Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the patient experienced heart failure, recurrent mr and clip movement. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1-2 successfully. The patient was discharged from the hospital on (B)(6) 2020. On (B)(6) 2020 the patient was readmitted to the hospital with heart failure, pulmonary edema, increased mr and dyspnea. Chest x-ray images showed marked dilation of the heart, but pulmonary congestion is mild. The left atrium is larger than at the time of discharge. Mr increased near the clip. It was noted that the clip had changed position from where originally implanted due to the mitral annular calcification (mac). The patient is currently being treated with a diuretic and mr reduced due to medication. The physician believes that the heart failure symptoms and hospitalization were triggered by poor control of the patient's postoperative diet (meal) and medication. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement, mitral regurgitation (mr), heart failure, dyspnea and pulmonary edema appear to be related to patient conditions. The reported patient effect of mr, heart failure, dyspnea and pulmonary edema as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.